Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spondylolisthesis, l5-s1, bilateral footdrop left greater than right and underwent the following procedures: bilateral l5-s1 foraminotomies, left l5-s1 transforaminal interbody fusion with peek cage and bmp sponge, bilateral posterior spinal fusion with local bone graft and bmp sponges, pedicular instrumentation, ssep and emg monitoring, use of operating microscope. As per op-notes,¿ sizers were then placed sequentially for the cage system, and a 12.0 x 26.0 mm cage was selected as the appropriate size. The rhbmp-2/acs sponges were then reconstituted. The pedicle entry points were identified under direct visualization and anatomy landmarks. A burr was used to create the entry pointe, pedal sounds placed down the pedicles, and then the walls were probed with a vault probe. All achieved excellent bony purchase without breeches. These were tapped with a 5.5 tap, and 6.5 x 40.0 mm screws were selected. Disk spaces were irrigated once again multiple times. Hemostasis once again was obtained. One reconstituted rhbmp-2/acs sponge was then placed within the cage, which was a 12,0 mm x 26,0 mm cage. Another sponge was rolled and placed within the disk space. Once again, with gentle retraction of the thecal sac and protection of the nerve root, the cage was impacted into position in an oblique fashion, achieving an excellent interference bit. The inserter was removed. The cage was at the level of the l5 endplate, a thrombin-soaked piece of gelfoam sponge was then placed over the exposed disk space and cage to protect the nerve root. Next, the facet and lamina that were removed with the osteotome were morcellized. These were the wrapped within an rhbmp-2/acs sponge in a burrito fashion. Pedicle screws were then placed on the left side of l5 and s1 using 6.5 x 40.0 mm screws.¿ the patient tolerated the procedure well without any intraoperative complications. (B(6) 2005: the patient was discharged from the facility.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2 and collagen sponge from a transforaminal and posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterolateral gutters). Patient's post-operative period was marked by progressively increasing lower back pain, leg pain and left foot drop. Severe pain and symptoms ultimately compelled patient to undergo two risky, painful and costly revision surgeries, on (B)(6) 2005.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.